Event description:
Ous MDR. Over detection of the ventricular lead caused the defibrillator to produce too many charges leading to a premature wear. Medical device was sent back to the vendor for investigation on 09/28/2007.